Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failure of difficulties to completely deflate the balloon was confirmed. During the investigation, the balloon was able to completely deflate; however, it was noted that the deflation was slower than normal. The distal emitter was noted to be broken and the emitter assembly damaged. Based on investigation observations, the slow deflation can be attributed to the combination of shaft necking and the presence of debris from the damaged emitter assembly. The cause of the shaft necking is unknown and the cause of the damage to the emitter could be attributed to the nature of the pulsing. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave c2 aero coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the coronary arteries. A total of 10 ivl pulses were successfully delivered at 4 atmosphere (atm). It was reported that following pulse delivery, the ivl balloon demonstrated difficulty inflating and did not fully deflate after using the inflation device and a syringe. The balloon was manually deflated to a partially inflated state and the device was removed from the patient. The catheter was exchanged for a second ivl balloon and the procedure was successfully completed. No patient harm was reported.